Event description:
Reportable based on device analysis completed on 15nov2018. It was reported that the device could not cross the lesion. The 75% stenosed target lesion was located in severely calcified and moderately tortuous right coronary artery calcium. A 6f long guidezilla was selected for use. During the procedure, the device was delivered after a balloon however it did not cross the lesion due to calcification. The procedure was completed with another of same device. No complications reported and patient is stable. However, device analysis revealed tip abrasions in the device. Device evaluated by manufacturer: returned product consisted of a 6f long guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed tip damage (abrasions, misshapen, dented), and there were numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.